Event description:
It was reported that the pt stopped being able to hear on (B)(6) 2012. After a new fitting carried out by the clinic, he was able to hear again, however, testing by the clinic showed that the device had malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.